Event description:
There was a kink at the tip of the wire. It was noticed after it was removed from the packaging. The package was fine before it was opened. The device was received for analysis and after review, based on visual analysis, stretched coil (0.90cm stretch immediately distal of the ptfe tubing) was identified. Therefore, this file was redetermined to be reportable based on significant analysis findings.

Manufacturer narrative:
After removing an atw steerable guidewire from its protective hoop, the distal tip was found kinked. The product was not used and no patient injury occurred. Analysis of the returned product confirmed kinks and bends on the wire, as well as stretched coils that were not in the original report. As received, the specimen does not present any obvious indication of manufacturing defect or anomaly. Except where noted, the specimen appears visually and dimensionally correct. As described in the IFU, "to prevent damage to the distal tip of the guidewire and to prevent the guidewire from springing onto a non-sterile field, carefully remove the guidewire from the dispensing tube. Use the dispenser window to advance the guidewire distal tip, such that the guidewire can be removed by grasping the coated shaft." Testing has demonstrated that failure to comply with the procedure as described within the IFU increase the risk of damage to the flexible distal tip region of the device, similar to that presented by the returned specimen. The damage to the wire shaft is not noted in the complaint documentation, preventing confirmation of the timing for this damage. The complaint of damage to the distal tip region is confirmed; the timing of the damage to the wire shaft cannot be confirmed. The original complaint was confirmed and additional damage was also found on the wire. Review of the available information suggests that device handling may have contributed to the event.